Event description:
Additional information revealed that surgical intervention was undertaken on (B)(6)2021 wherein 3 new leads were implanted. Postoperatively, the patient has effective therapy.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided.

Event description:
It was reported that the patient was experiencing ineffective therapy from their system. In turn, surgical intervention was undertaken wherein the lead was explanted. Further surgical intervention may take place to address the issue.